Event description:
It was reported that various-sized pieces of implant tissue, up to 1cm by 1cm in size, were being expelled from the patient. Antibiotics were given in or prior to surgery and tissue was soaked in saline. Patient was released doing well and was fine 2 weeks post-op. In 2004, patient reported she was passing pieces of the implant tissue up to 1cm by 1cm in size. The implant site was too inflamed to examine so the doctor prescribed antibiotics, and advised patient to return for follow-up in a couple of weeks. No culture performed. When patient came back, inflammation response was down and patient was doing well. Procedure was not affected and was considered successful. No further complications were reported.

Manufacturer narrative:
No sample was provided for evaluation. It was not possible to perform a detailed investigation as product details are unknown. No testing or batch review could be performed as data not supplied by the customer. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso 11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Baseline report previously filed.